Event description:
Four pts requiring home infusion services (hyperalimentation or antibiotic therapy) reported braun intravenous extension tubing breakage in 2003. One pt did not report the event immediately, stating that the first breakage occurred at the end of july, and the second time at the beginning of september. This same pt required hospitalization in 2003 for sepsis 36 hours after the trubing broke a second time. All events have been reported to the MFR, and all braun extension tubing removed from inventory.